Event description:
This customer has had problems with blackened water since using our new chlorine disinfection protocol. Our technical department has been following this case and has made a complaint. This day mrs lefebvre tells me that they have received two biological analyses showing that 2 heater coolers n° 1&3 are contaminated with chimera. I enclose the reports of the samples dated (B)(6), 203. There is no report of any patient injury.

Manufacturer narrative:
The intial of the present report was submitted on wed, 21 jun 2023 as medwatch 9611109-2023-00274 referring to two (2) units. However, at the time of the submission, the serial number of the 2 units was not know. On (B)(6)2023 , livanova was informed of the 2 serial number. A follow up of the medwatch 9611109-2023-00274 and the present initial are being submitted to provide both affected serial numbers.the laboratory report confirming the contamination of the systems was provided to the livanova. Though follow up with the customer, no further unit was found contaminated since the adoption of the new clorox protocol.a service history review of the found the unit was manufactured in 2019 and there one other similar previous event. Based on all the information collected during the investigation of the previous case, it cannot be excluded that the presence of unknown additives in the commercial bleach used by the customer and/or an amount of disinfectant greater than required, may have contributed to the event.livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and a field action.the risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.